Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 2/12/2017. The device has been returned and evaluated by product analysis on 1/24/2017 with the following findings. A review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the battery compartment was cracked and the returned battery cap had stripped threads and was unable to fully attach to the pump. A test battery cap was used to complete the investigation and it was able to fit to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition or moisture ingress was found to the power printed circuit board (pcb) or to the cgm module. Unrelated to the initial complaint, the display screen was observed to be dim and discolored.